Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 15-apr-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an unknown patient rec eiving an unknown medication via an implantable infusion pump for unknown indications for use. It was reported that they were implanting a new patient's pump today and the hcp was attempting to connect the catheter to the connector piece, but it wouldn't slide in. The hcp tried a different catheter and that worked. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer's representative (rep) regarding the patient receiving baclofen (575mcg/ml at 50mcg/day) via their implantable infusion pump. It was reported that the cause of the issue was unknown. Troubleshooting included trying to cut the catheter another centimeter but it made no difference. The catheter would be returned to the manufacturer.